Event description:
Right groin access. Perclose device failed two out of the three times. Md decided to leave the sheath in and remove the next day. Vendor contacted by cardiac catheterization lab leadership of event. Unsure if event was user error or device failure. Vendor was asked to provide additional training to staff. Cath lab leadership will also track and trend for additional events. No harm to patient. Patient was taken back to cardiac catheterization lab for closure and sheath removal.